Event description:
It was reported that the power inlet filter was damaged due to moving bed prior to unplugging unit from wall outlet which resulted in a shock to a nurse causing skin abrasions. User involvement and adverse consequences reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.